Manufacturer narrative:
Medtronic is leading an evaluation of the reported arm cart assembly. Review of the field service notes indicate the arm froze during use without displaying an error on the operating room team interface. Log file analysis identified error code 'arm error ¿ setup arm pitch external torque, high and error code 'instrument error ¿ check and replace'. The instrument drive unit was reseated to resolve the issue. Five different sterile interface modules and instruments were then attached to the arm cart assembly to perform ring transfer exercises with no failures observed. Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during surgery, the arm cart assembly (aca) froze. There was no error displayed on the operating room team interface (orti). The issue was resolved by switching out the aca for another one. There was no patient injury.